Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall on 12/19/06, that a customer had a problem with the dual lumen PICC. The customer reports "the dual lumen PICC leaked, PICC was removed and replaced."